Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened. The timing and cause of this damage could not be determined. Download data showed no timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin. No other damages or defects were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 350 mg/dl, while wearing the pod on the arm between 4 and 24 hours. A new pod was applied as treatment.